Event description:
A customer contacted beckman coulter inc. (Bci) to report the bottom of the creatinine bottle is chapped. The customer did not report any injury.

Manufacturer narrative:
Service was not dispatched. Customer was provided with new reagent. This report is being resubmitted. The initial report (2050012-2011-01177) was submitted on (B)(4) 2011 however, in the e-report under the MFR report number 2122870-2011-01177 was entered inadvertently, which caused a duplication error to occur on the correct report number 2122870-2011-01177 which was initially submitted on (B)(4) 2011. Per discussion with cdrh emdr, report 2122870-2011-01177 needed to be removed from the esg system prior to our resubmission of the correct reports (2050012-2011-01177 and 2122870-2011-01177). The report was removed per cdrh emdr email on (B)(4) 2011, hence the resubmission of correct reports on (B)(4) 2011.